Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited increased capture threshold. Upon review, left ventricular lead dislodgement was noted. The right atrial lead exhibited noise and programming changes were made. On (B)(6) 2018, the left ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The damage found was sustained during the surgical procedure. The portion of the led that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.